Event description:
It was reported that the patient no longer felt stimulation in pain areas despite reprogramming. Leadsync and x-ray taken confirmed that the leads had significantly migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices were not returned. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7026016 product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6). Batch: 356798